Event description:
It was reported by the patient that he underwent a ventral hernia repair procedure in 2002 and mesh was implanted. Since the initial procedure, the patient has undergone several surgeries for incarceration and hernia repair. No additional information was provided.

Manufacturer narrative:
(B)(4) - incarceration; hernia recurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 12/17/2018. (B)(4). Additional narrative: it was reported that the patient experienced severe pain, nausea, inflammation, loss of appetite, and chronic bowel obstructions. No additional information is provided.